Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 02-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, on a first attempt at deployment the valve dislodged in the ventricular direction. At 80% deployment, the valve was positioned 8-10 mm deep on the non-coronary cusp. The depth and dislodgment prompted a full recapture and a second deployment attempt. The valve was then deployed at a 2-3 mm depth on the non-coronary cusp and 6-8 mm depth on the left coronary cusp, after which it was released. During slow deployment, the valve abruptly fully deployed, causing the catheter to move aortic and the valve to move ventricular. The valve was subsequently noted to be 18-20 mm deep after deployment. Per the physician, the dislodge was likely due to built up tension in the delivery catheter system after the recaptures. An echocardiogram was performed, which measured a gradient of 7 mmhg, detected no paravalvular leak, and found no central regurgitation. It was decided to leave the valve in place, and no treatment or intervention was provided or planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was mid pigtail and a non-medtronic guidewire (safari) was used. No patient anatomical features contributed to the valve dislodgement.